Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested and the following was obtained: could you please confirm the number of devices that presented breakage of suture during the procedure being reported? W8702--2pcs. Could you please confirm the number of devices that presented breakage of suture for product code w8702? 2. Could you please provide the lot number for product code w8702? Unk. What tissue was being approximated or sutured when it broke? Unk. Are there sterile samples from the reported finished goods lot available for testing? Unk. Please return samples: no device will be returned. Investigation summary : according to the information received, it was reported that the suture broke when sewing in gynecological myoma surgery. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that no breakage sutures or sutures were noted in the picture. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the number of devices that presented breakage of suture for product code w8702? Could you please provide the lot number? What tissue was being approximated or sutured when it broke? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Events reported via: mwr-16032021-0000916673 and mwr-02042021-0000930256.

Event description:
It was reported that a patient underwent a gynecological myoma surgery on (B)(6) 2021 and suture was used. During the surgery, the suture broke. Changed another one to use, but the problem happened again. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.